Event description:
Leuovorin was infusing. Checked the medication administration record (mar) and noted the medication should have been completed. Never heard the pump beep or alarm. Assessed the patient and pump. Noted the medication was completed. Pump switched over to the d5w infusing at kvo (slow continuous infusion to keep vein open). Noted the line was completely full of air from the cassette to the patient. Infusion stopped. Line disconnected from the patient. Noted the line at her port had air as well. Drew back the air via a ns flush. Got blood return and flushed the line with saline. Patient denied shortness of breath (sob) or difficulty breathing. Per patient, she heard the pump stop and click over to the flush. Stated I came in the room immediately after. Doctor notified. Pt observed for signs of respiratory/cardiac discomfort for 30 minutes. Patient denied issues. Pump removed from room. Kept the medication line connected as found. Pt d/c stable and ambulatory. Doctors notified and aware. Patient aware as well.